Manufacturer narrative:
This report is being submitted as follow up no. To provide the device return date in device available for evaluation?. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported damage on rss602 device. The following information was provided by the user facility: upon prepping, the shaft of sheath was found to be bent; the procedure was completed as intended with another ik device; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation results. Both the sheath and the dilator were returned for evaluation. A slight indentation of the sheath was noted. The sheath was not noted to be bent as indicated by the user facility. A search of the complaint handling database confirmed there have been no previous reports for this product code/lot number combination; however, there have been 35 similar reports for this product family in the past three years. A review of the device history record for the finished product, as well as the related sub-assemblies did not reveal any related issues during manufacturing. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample may have been damaged during prepping. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.